Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 32 mg/dl. Reportedly, the user's personal profile settings were based on their 1800-calorie diet at home. At the nursing home, the user's diet/calorie intake changed and the pump was delivering insulin based on their "at home diet" setting. The contact stated that the user was receiving too much insulin to cover for the user's decreased diet. The user addressed bg level by drinking orange juice, eating food, and taking sugary pills.